Manufacturer narrative:
It was reported that the customer called into the olympus technical assistance center (tac) for troubleshoot and stated that the front panel of cv-170 was flashing. After a successful trouble shoot with the customer, it was reported that the customer reported issue was caused by the device light cord was not fully plugged into the front of the cv-170 unit. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center front panel exhibited rapid blinking. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the subject device being used without the light cord being completely inserted could not be identified. However, it¿s likely the cause is related the lamp malfunctioning. Olympus will continue to monitor field performance for this device.